Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics assembly. The unexpected restart alarm and lost sensor alarm anomaly was unable to be verified due to blank display. The displacement, basic occlusion, occlusion, priming and no delivery test were all unable to be performed due to blank display. The insulin pump was received with scratches on the display window, cracked display window corner and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call unexpected restart alarm, blank display and low blood glucose levels. Customer's blood glucose level went as high as 47 mg/dl. Customer treated their low blood glucose with juice. Troubleshooting for unexpected restart alarm was performed. Customer's alarm history showed low battery, low reservoir and unexpected restart alarm. Troubleshooting for cosmetic damage was performed. Customer advised the upper left battery compartment case was cracked. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.